Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease, kidney disease, toxicity, cancer, kidney cancer. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Manufacturers observed that the black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. A black substance, consistent with sound abatement foam degradation, was found on the bottom of the enclosure. Sound abatement foam appeared moist and did not rebound when pressed. Large pieces of sound abatement foam separated from the main formation. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes, dust-like contamination in the air inlet, on the pca, in the blower box and throughout the inside enclosure. Unknown sticky substance on the blower motor seal ui (user interface) knob broken were found from secondary findings. Manufacturers can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Problem code grid, evaluation method code grid, evaluation results: code grid, conclusion code grid, and component code grid. The date received by mfg, device availability for evaluation, and date returned to mfg have been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease, kidney disease, toxicity, cancer, kidney cancer. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.